Event description:
It was reported that the leads were reversed in the header of the device. Subsequently, the patient underwent a revision procedure and the leads were put in the correct configuration without any patient complications. The device and leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the leads were reversed in the header of the device. Subsequently, the patient underwent a revision procedure and the leads were put in the correct configuration without any patient complications. The device and leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.